Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's son states the spirit combo insulin pump does not deliver the insulin correctly. Last saturday, (B)(6) 2015, the mother started to have constant hyperglycemia in a range of 250-450 mg/dl. She was hospitalized for a few hours (B)(6) 2015 with blood glucose level of 440 mg/dl. She first tried to decrease it delivering 7 units of insulin in 2 hours (from 6:15 am to 8:15 am), but it decreased of only 100 mg/dl, and 1 hour later it was at 450 again. The doctor removed the pump from the patient and treated with bolus insulin drip and gave 4 units of rapid acting insulin. She went home that evening. A request was made for the return of the device.